Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that implantable cardiac monitor should multiple false pause episodes due to undersensing. No intervention was performed. The patient was asymptomatic throughout the event and will continue to be monitored.

Event description:
New information received states that the implantable cardiac defibrillator was explanted and replaced. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received states the device was explanted electively. The patient was stable prior, during and post procedure.